Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hub detachment is confirmed but the exact cause could not be determined. One extension set was returned for investigation. The male connector hub was returned detached from the extension tubing. Use residue and tape residue was observed on the extension set. A ring of adhesive was noted around the extension tubing 6 mm from the proximal end of the tubing. The dimensions of the extension tubing were measured and found to be within specification. As the hub was observed to be detached from the tubing, the complaint is confirmed but the cause could not be determined. Based on the condition of the returned sample, possible contributing factors include excessive tensile force. A lot history review (lhr) of rebv1413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension set came apart. Customer described it as 'it looks like the glue/bond has failed at the proximal end of the extension set'. No adverse outcome for the patient. The patient and staff state it just came apart under normal use (no sudden tugging or pulling from patient). No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension set came apart. Customer described it as 'it looks like the glue/bond has failed at the proximal end of the extension set'. No adverse outcome for the patient. The patient and staff state it just came apart under normal use (no sudden tugging or pulling from patient). No patient injury reported.